Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the stating that the cap piercer wash station is not draining and was leaking in the synchron lx20 pro clinical analyzer. The leak was contained in the instrument. The customer was wearing gloves and a lab coat while cleaning up the leakage. No injuries were sustained by any lab personnel. No erroneous patient data was generated or reported out of the laboratory. No patient results needed to be rerun. Customer technical support (cts) had the customer disable the cap piercer operation for the system to run without caps while waiting for service.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 to inspect the system. The fse cleared an obstruction within fitting (p/n (B)(4)). The fse then addressed a cut found in the quadring (p/n (B)(4)). The fse then removed and replaced the shuttle (p/n (B)(4)), the shuttle cam follower (p/n (B)(4)), and the 3-way valve (p/n (B)(4)). Service corrected the issue. Failure mode: multiple parts were replaced. A specific failure mode could not be determined. (B)(4).